Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer reported that she had just eaten breakfast. Customer stated that she was in manual mode during the time of the high blood glucose reading. Customer stated that she did not need to seek medical treatment and treated with a bolus. The insulin pump will not be returned for analysis.